Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/05/2020 additional h3 investigation summary: it was reported that the needle separated from suture during suturing. An empty opened foil, a used needle and a suture piece of product code y330, lot # ml5442 were received for evaluation. During the visual inspection of the needle, the swage and attachment area were noted to be as expected, the edge of the barrel hole could be observed with marks that appears to be by use of the surgical instrument. The ends of the suture piece received was noted with damaged caused by use of a surgical instrument. The needle and the suture piece have body fluids. The condition of the sample received indicate an improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot ml5442, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a pancreatic procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle separated from suture during suturing. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.